Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 454 mg/dl. The customer said the insulin pump is not letting him calibrate. The customer declined to troubleshoot for the insulin pump. The customer was advised to take a manual injection and change the set. The customer stated that they treated the high blood glucose with the insulin pump. The customer was advised that since the blood glucose level is over 400 mg/dl it will not allow him to calibrate. The customer was advised that has nothing to do with the insulin delivery. The product was not returned for analysis.